Manufacturer narrative:
(B)(4). Customer medwatch # (B)(6).

Event description:
Customer reported that an 840 ventilator initially functioned properly, then alarmed "system malfunction"? While attached to the patient. Patient immediately removed from ventilator and manually ventilated until ventilator replaced. The machine was sent to biomed engineering. I am currently awaiting update on this event. What was the original intended procedure? Ventilation of patient. Device usage problem: not known.